Event description:
It was reported that the ilet touchscreen became unresponsive and the screen was cracked, preventing use of the device. Symptoms included no clinical symptoms reported. Outcomes included no impact reported such as hospitalization or medical intervention. Investigation included collection of user feedback and a decision to replace the device. Investigation of this case revealed physical damage to the display resulting in loss of touch functionality. It was concluded that the device experienced a screen failure due to damage, and a replacement was arranged.